Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.10 v, while the daily battery voltage trend measurement was 2.89 v. (B)(4) the device was returned, analyzed and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.10 v, while the daily battery voltage trend measurement was 2.89 v.

Event description:
It was reported that the battery voltage measurement was low and elective replacement indicator was not set. The device remains in use. No patient complications reported as a result of this event.

Event description:
It was reported that the battery voltage measurement was low and elective replacement indicator was not set. The device remains in use. No patient complications reported as a result of this event. It was reported that the battery voltage measurement was low and elective replacement indicator was not set. The device remains in use. No patient complications reported as a result of this event. It was further reported that the device reached eri (elective replacement indicator) prematurely, as the device tested okay in (B)(6) 2011 and then three months later, the device was at eri. It was also noted that it seemed that the device was part of the "bad" group. The device was removed and replaced. No patient complications have been reported as a result of this event.